Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a laparoscopic total hysterectomy, the ultrasonic generator alarmed and it was noted that the ptfe pad of the subject device had peeled away from the jaw tip. The device was replaced with a new handle and the procedure was completed. There was no pt harm reported.